Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (medical history and reason for intervention) are not available. The device is an 8f vista brite tip guiding catheter but the catalog and lot number are not available. A copy of the publication is attached to this report. Aguilar-pérez, m., et al. (2017). Endovascular treatment of idiopathic intracranial hypertension: retrospective analysis of immediate and long-term results in 51 patients. Neuroradiology, 59(3), 277-287. Doi:10.1007/s00234-017-1783-5. This is one of four products involved with the reported event and the associated manufacturer report number is 9616099-2019-02868. As reported in the literature by aguilar-pérez, m., et al. (2017). Endovascular treatment of idiopathic intracranial hypertension: retrospective analysis of immediate and long-term results in 51 patients. Neuroradiology, 59(3), 277-287. Doi:10.1007/s00234-017-1783-5; reports that femoral venous access was gained with an unknown 8f sheath and an 8f vista brite tip guiding catheter resulted in one patient presenting a subacute thrombosis of the femoral vein despite anticoagulation. The guiding catheter had been positioned into the right or left jugular vein just below the jugular bulb. The guiding catheter was used for the intracranial stent placement in the patients to improve the signs and symptoms of idiopathic intracranial hypertension (iih) of the patients. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Without the return of the devices for analysis or procedural films, the reported customer event ¿thrombosis¿ could not be confirmed, and the exact root cause could not be determined. Thrombosis is the formation of a blood clot, known as a thrombus, within a blood vessel. It prevents blood from flowing normally through the circulatory system. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation around the damaged areas. This complication may occur at any time during or after the procedure and users are trained and experienced in how to treat this type of complication. Based on the limited information available for review and without a lot number to conduct a device history record (DHR) review, there is no indication that the event is related to the devices design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in the literature by aguilar-pérez, m., et al. (2017). Endovascular treatment of idiopathic intracranial hypertension: retrospective analysis of immediate and long-term results in 51 patients. Neuroradiology, 59(3), 277-287. Doi:10.1007/s00234-017-1783-5; reports that femoral venous access was gained with an unknown 8f sheath and an 8f vista brite tip guiding catheter resulted in one patient presenting a subacute thrombosis of the femoral vein despite anticoagulation. The guiding catheter had been positioned into the right or left jugular vein just below the jugular bulb. The guiding catheter was used for the intracranial stent placement in the patients to improve the signs and symptoms of idiopathic intracranial hypertension (iih) of the patients.